Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the, "end-user said the rso2 value wasn't correct." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned module was evaluated. External visual inspection contamination on the m12 connector. The module was connected to an o3 sensor and root. The sensor was placed in the test fixture. Measurements were obtainable on both channels 1 and 2 and were consistent with values obtained with a known good module. The customer complaint was not duplicated. The contaminant on the m12 connector may have impacted device functionality when the contaminant was liquid if it contacted the sensor connector pins, however this was not the case during this testing., corrected data: model # corrected from 9637 to 24667.

Event description:
The customer reported that the, "end-user said the rso2 value wasn't correct." No consequences or impact to patient were reported.